Event description:
The customer reported that the treatment couch unintentionally moved inward, laterally, approx 2.5cm during the auto-setup of a treatment field. The pt was treated with this incorrect setting for 3 fields, near the eye, before the users noticed the difference in the couch position. While repositioning the pt with another auto-setup, the customer noticed that this time the couch moved unintentionally inward longitudinally, and they decided to halt further treatments until varian had investigated the situation. The site physician has stated that the variance from prescription did not result in a serious injury, due to this pt's fractionation scheme and the amount of actual dose delivered. The physician does not intend to modify the pt's treatment plan.

Manufacturer narrative:
Normally, the tolerance table for couch positions is set for 5mm, but in this instance the tolerance table for this device was set by the users to greater than 3cm. Therefore, it was possible to treat this pt without initiating the interlocks that would normally detect this positioning error. The pt treatment records have been sent to varian's medical professional for review. The cause of the unintended couch movement is still being investigated. A supplemental MDR will be sent when the investigation is completed.